Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed and reproduced during eval. Eval found low ultrasonic readings due to a failed upstream sensor which caused the reported symptom. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no pt involvement.